Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated at 478mg/dl, even though the pump showed that the customer was getting bolus and basal deliveries. Elevated bgs were treated by administering manual injections. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer meet with their clinical diabetes specialist (cds) to discuss the problem, but the customer declined, indicating that they were already scheduled to meet with their healthcare provider.